Event description:
It was reported that there are times where the implant was not working right. The issue had been occurring for the past year or so and the device was put in a spot where they could not reach it. It was noted that sometimes it did not feel like it was working in the right rhythm. The ins was placed in a position that was difficult for the patient to use. It was thought that the patient used adaptive stimulation and the device works one day and then not the next, it was thought that the device needed to be recalibrated. Additional information was requested. A follow-up report will be submitted once more information becomes available

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).